Event description:
It was alleged while unloading a patient from the ambulance, the head end medic released the stretcher from the safety bail and the foot end medic began pulling the stretcher from the ambulance but had not released the handle to allow the legs to lock into position and the stretcher lowered to the ground. No injuries were alleged. The incident report indicated the incident was a result of unintended use error. The stretcher will be evaluated for any damages that occurred as a result of the incident.